Event description:
The patient underwent uneventful cataract surgery with implantation of the crystalens in the left eye. Physician notes large capsulorhexis. Nine weeks postoperatively, the lens vaulted in a z configuration and required intervention to exchange the lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.